Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt, and the battery compartment was cracked. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to be over delivering to manufacturing specifications. Root cause of the reported event is unknown, but over delivery was noted. Recommended to replace the expulsor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during returned order testing an accuracy issue occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.